Manufacturer narrative:
An event of 2-3 valve-in-valve procedures due to early structural valve deterioration was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an abbott representative was notified that 2-3 deteriorated trifecta valves (trifecta or trifecta gt) recently had valve-in-valve procedures completed on unknown dates. Per rep, the reason was due to early structural valve deterioration. The patients were reported to have recovered from the procedures.